Event description:
It was reported that during a uterine fibroid embolization treatment procedure, coating damage was noted. The area being treated was located in the uterus. Another manufacturers' 5f catheter was used with this 180cm renegade hi flo catheter to complete one side. The same 5f catheter and this renegade catheter were then used again on the other side. The physician was having difficulties advancing the renegade catheter through the 5f catheter, the renegade "didn't track as well". The physician commented that "it gave a feel like the coating was coming off". It is not thought that any coating came off inside the patient. The procedure was completed with another renegade hi flo catheter. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a uterine fibroid embolization treatment procedure, coating damage was noted. The area being treated was located in the uterus. Another manufacturers' 5f catheter was used with this 180cm renegade hi flo catheter to complete one side. The same 5f catheter and this renegade catheter were then used again on the other side. The physician was having difficulties advancing the renegade catheter through the 5f catheter, the renegade "didn't track as well". The physician commented that "it gave a feel like the coating was coming off". It is not thought that any coating came off inside the patient. The procedure was completed with another renegade hi flo catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the catheter found a kink 149.5cm from the proximal end. A 0.0184" mandrel was inserted through the catheter and slight resistance was experienced at the location of the kink. A coating test confirmed the presence of coating, however coating damage was evident along the shaft. There was no peeling or missing coating. All dimensions which were checked were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).